Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump history showed the last delivered bolus was a 1.90 unit normal. The alarm history and black box data for the event date was not available. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 12 hours with a 2.0 unit per hour basal rate, and at the end of testing the basal history correctly showed 2.0 units, and the total daily dose showed 24.0 units. No alarms or delivery interruptions occurred during the testing. The alleged history/settings issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an inaccurate delivery event. It was reported that the patient experienced a blood glucose level of above 250 but below 500, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because there is an allegation against the delivery function of the pump.